Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed evidence of the reported event. A functional test and a visual inspection was performed to further investigate the reported event. Unable to repeat customer's reported problem. The pump was turned on, and powered down; pump was then turned off after stop and starting messages were found in the pump's event history logs. It was recommended that the microprocessor unit board be replaced.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device kept turning off. There was no patient, or clinician injury associated with this occurrence.